Event description:
It was reported that when the stent delivery system (sds) was advanced to the artery, the stent was noted to be off the balloon and was missing. The sds was removed from the pt. The stent was retrieved from the ostium of the rca into the ascending aorta. At this time, the stent was lost in the descending aorta. The stent was thought to have been stripped off by the rotating hemostatic valve (rhv). The stent remains in the pt's leg.